Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E1: telephone number: requested, unknown .. E3: occupation: value analysis. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that after receiving a radial access heart catheterization the female patient had a tr band placed on the wrist. As the patient was being transported from the room staff noticed that there was blood around the access site, the balloon deflated before patient left the lab. The tr band had lost air. The doctor removed the tr band and held pressure until a new band was placed on the wrist. There were no issues with the new band. There was no recorded blood loss nor reported further patient injury. The nurse stated that they tested the tr band after removal and found that it was leaking air. The leak was coming from the balloon. The patient was fine.